Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump had received motor errors, the buttons were sticky and non responsive, and while priming, the insulin squirt out from the infusion set. The customer's blood glucose level was unknown at the time of the incident. The customer also reported that the battery life had diminished, the insulin pump had rejected new batteries, the insulin pump had to prime more than once, and in received unexplainable no delivery alarms. The insulin pump will not be returned for analysis.